Manufacturer narrative:
The customer's qc recovery was found to be acceptable. Based on the available data, a general reagent issue could be excluded. The provided instrument alarm trace from the day of the issue contained multiple abnormal aspiration and sample short alarms which indicates possible poor sample quality the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer performed precision testing with the patient's sample. The customer repeated the patient's sample for a total of 5 times, 1 run with the primary tube and 4 runs with aliquot cups. The patient's repeat results were 4.68 ng/ml, 4.57 ng/ml, 4.62 ng/ml, 4.78 ng/ml, and 4.64 ng/ml. The investigation is ongoing. Unique identifier (UDI) #(B)(4).

Event description:
The initial reporter received questionable elecsys testosterone ii assay results for one patient tested on a cobas 8000 e 602 module. The patient's initial testerone result was reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation. On (B)(6) 2021, the patient's initial testosterone result from an aliquot cup was 0.04 ng/ml. On (B)(6) 2021, the patient's repeat testosterone result from the patient's primary tube was 4.77 ng/ml. The testosterone reagent lot number was 48879600 with an expiration date of 31-oct-2021.